Manufacturer narrative:
Section h10: (h3) the 64 y/o female patient had right arm out and went to reach behind her and dislocated her right shoulder. The surgeon re-located the shoulder and was as stable, difficult to dislocate intra-op eua. A revision was performed to change the liner ¿to further stabilize¿. Devices not available for return, disposed by hospital. Patient was last known to be in stable condition following the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues and most likely caused the patient conditions.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): eq reverse torque defining screw kit (cat# 320-20-00 / sn# (B)(4)) , shldr gps rvrs drill kit (cat# 531-20-00/ sn# (B)(4)), gps implant kit v2 (cat# a10012 / sn# (B)(4)), rs glenoid plate post aug, 8 deg, right (cat# 320-15-04 / sn# (B)(4)), , equinoxe, humeral stem primary, press fit 9mm (cat# 300-01-09 / sn# (B)(4)), equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / sn# (B)(4)), equinoxe reverse 38mm glenosphere (cat# 320-01-38 / sn# (B)(4)).

Event description:
The (B)(6) female patient had right arm out of the shoulder, went to reach behind her and dislocated her right shoulder. The surgeon re-located the shoulder and was as stable, difficult to dislocate intra-op eua. A revision was performed to change the liner ¿to further stabilize¿. Devices not available for return, disposed by hospital. Patient was last known to be in stable condition following the event.